Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient was in a hospice. The caller was a social worker with the hospice program. They were wondering if it was possible to get a 1 time loaner to test the battery level for the dbs device. It was confirmed this wasn't possible. The patient lost their patient programmer and to get a replacement patient programmer, it would cost the patient money. The reason the patient was admitted into hospice was due to the patient's parkinson's disease. No further complications were reported as a result of this event.